Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the proximal segment of the lead was returned and analyzed; analysis revealed an outer insulation breach/depression. The proximal conductor was fractured due to pulling/stretching/overstressing. Concomitant product: 6931 implantable tachy lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the hvb coil impedance of the right ventricular (rv) lead was high, noise was noted on the electrogram, and the lead was possibly fractured. The lead was explanted and replaced. The right atrial (ra) lead was returned to the manufacturer after being explanted due to the associated rv lead. The ra lead subsequently tested out of specification. No patient complications have been reported as a result of this event.